Event description:
Drager medical received on feb 17, 2014 the report of an event which had happened already on (B)(6) 2013. It was reported that, an incident occurred when a pt became disconnected from the ventilator. The incident appears to occur around 18:54. In the 24 hour period leading to the event, several alarms including disconnection alarms also occurred. The patient suffered hypoxia, leading to a cardiac arrest.

Manufacturer narrative:
The investigation is ongoing and the results will be reported in the follow up report.